Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family or friend reported via phone call that they experienced high blood glucose and low blood glucose levels of 47mg/dl. Customer's family or friend stated that customer had just started using the pump and wanted to inquire if the pump was functioning. Troubleshooting for high blood glucose and low blood glucose was declined. Customer's family or friend stated that the high and low blood glucose readings were before they had insulin pump. Customer's family or friend was advised to contact health care professional about setting up insulin pump. The product will not be returned for analysis.